Event description:
The patient surgeon reports via the sales rep that the stem was observed to be fractured during hinge revision surgery. The customer reported that the revision surgery was required due to alleged loosening of the implant. The customer reported that the alleged fracture is located at the junction between the offset bolt and femeral boss. The customer reported that due to the alleged fracture, the procedure was more difficult and a delay of less than 30 minutes resulted.

Manufacturer narrative:
An event regarding a fractured offset adaptor involving an mrh femoral component was reported. The event was confirmed. Visual inspection of the mrh femoral component was performed as part of the material analysis report (mar). In addition to the mar findings, there is no evidence of damage to the femoral component itself other than some light scratches consistent with clinical use and post-explantation handling. It is noted that there are large amounts of bone cement adhered to the internal surface of the femoral component, in particular medially and anteriorly to the femoral boss. The area of the lot code is covered with hardened cement, however, the size markings are visible. There is only sporadic evidence of interdigitation between the cement and the adjacent bone. A material analysis confirmed that the offset adapter broke in fatigue and that the device was manufactured from the correct material. No material or manufacturing defects were observed. No damage to the femoral component itself was noted. The IFU warns for inadequate bone support. However, the exact root cause of the event could not be determined due to lack information being provided. Further information such as x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient surgeon reports via the sales rep that the stem was observed to be fractured during hinge revision surgery. The customer reported that the revision surgery was required due to alleged loosening of the implant. The customer reported that the alleged fracture is located at the junction between the offset bolt and femoral boss. The customer reported that due to the alleged fracture, the procedure was more difficult and a delay of less than 30 minutes resulted.